Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer's wife found him unconscious, and she gave him glucagon. When the paramedics arrived, the customer's blood glucose reading was 18 mg/dl. The customer did not know what caused the event that day, but stated that he may have exercised to much. Unable to troubleshoot the insulin pump as it was put inside a biohazard bag at the hospital, and it is now moldy. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.